Event description:
It was reported that the user attempted to change the cartridge on an ilet device, but unlocking the device repeatedly displayed a graph and navigation was unresponsive; the screen was confirmed cracked in the left corner, and a replacement device was arranged. Symptoms included no clinical symptoms. Outcomes included no injury and no medical intervention or hospitalization. Investigation included troubleshooting over the phone and confirmation that the cracked display impeded normal operation. Investigation of this case revealed a broken screen causing user interface failure that prevented progression past the display, consistent with a damaged display component. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display leading to operational impairment.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.